Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display, black display, display anomaly or audio beep anomaly noted. The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test alarms during testing. The insulin pump passed self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had broken reservoir tube lip, minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their pump screen went black and made high pitched sound. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted and the screen remained blank. The customer was advised the pump would be replace and returned for analysis.